Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache, throat irritation, and dizziness. The patient also alleges that the device is worsening their asthma. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the manufacturer visually inspected the device and found no evidence of foam degradation. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.